Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the issue. The printed circuit boards and the connections were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication error messages. No pt injury was reported.